Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead having high impedance and oversensing. Also the device had suspected sensing / detection and device header problems. The device was explanted and replaced. The rv lead pace/sense portion was capped and replaced and the high voltage portions of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant product: 694765 implantable tachy lead. (B)(4).